Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return product for evaluation.

Event description:
This is an non-us event. This product malfunction occurred in (B)(6). Consumer removed a tampon and upon removal, the tampon elongated. She believes all pieces were removed.